Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an under refraction. The lens was later exchanged for a same size, same model, different power lens and the problem was resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6: 4110 - work order search found no similar complaints. Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
10 - product evaluation: lens was returned dry within a microcentrifuge vial. Visual inspection found an optic deformed and haptic bent and stretched out lens. Dimensional inspection found lens to be manufactured within specifications. Claim# (B)(4).